Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection and functional/performance evaluation: per the service and repair evaluation, it was found that the unintended ejection, due to the device door opening, was confirmed during initial functional testing in the as received condition. Upon inspection, it was noted that the cocking slide, the sleds, and the delrin on the cover plunger were deteriorated which did not allow the cover to close properly. Therefore, it is likely that the deterioration of the delrin contributed to the reported unintended ejection, as the deterioration prevented the device cover from closing properly. However, the definitive root cause is unknown. Additionally, the red indicator and indicator cover were noted to be damaged. The damaged components were replaced and the device, was cleaned, lubricated, tested, and returned to the representative. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for worn components, as deterioration was found on the internal components of the device. However, the investigation is inconclusive for unintended ejection, as functional testing could not be performed due to the returned sample condition. Per the service and repair facility, internal components were found to be deteriorated. It is likely that the deterioration of the delrin contributed to the unintended ejection; however, the definitive root cause is unknown. Labeling review: the current magnum instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, upon firing the device the door to the driver opened and the needle allegedly disengaged from the driver. The health care provider (hcp) further reported that when the needle was fired into the patient, it was alleged that the lid completely opened with the needle popping off of the pegs. The hcp used another driver to complete the procedure. There was no reported adverse clinical consequence.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, upon firing the device the door to the driver opened and the needle allegedly disengaged from the driver. The hcp further reported that when the needle was fired into the patient the lid completely opened with the needle popping off of the pegs. . The hcp used another driver to complete the procedure. There was no reported adverse clinical consequence.